Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has to press the wake button multiple times for the pump to respond. It was confirmed the pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted.